Manufacturer narrative:
Concomitant product: 4592-45 lead, implanted: (B)(6) 2001; 4193-88 lead (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead exhibited pacing failure due to elevated thresholds. The lead was reprogrammed and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.